Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the evening after the implant procedure, a capture failure occurred. During the revision procedure, the lead was repositioned multiple times and the helix eventually did not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix retracted and tissue inside, used alcohol to loosen tissue, helix found bent. If information is provided in the future, a supplemental report will be issued.